Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21606e, reader sn (B)(4)). Three repeat cue covid-19 tests performed on (B)(6) 2022 provided negative results. The customer tested negative with two unspecified covid-19 antigen tests (brand and test date are unknown). The customer took a rapid pcr test via nasal swab (sars-cov-2 rna rt pcr) on (B)(6) 2022 that provided a negative result. The customer confirmed no symptoms present and the cartridges were stored according to the instructions for use.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations did not reproduce false positives with retain testing. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.